Event description:
During an implant procedure, the left ventricular (lv) lead was unable to be removed from the stylet. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a stuck stylet was confirmed. As received, a partial lead was returned in one piece for analysis with the connector pin, crimp sleeve, and the connector cap revealed to be pulled out of the connector assembly and were not returned for analysis. Additionally, the inner coil was revealed to be stretched, which is consistent with excessive force during a procedure. The cause of the reported event was due to bunching of the inner coil and polytetrafluoroethylene (ptfe) coating of the stylet distal to the connector pin which prevented the removal of the stylet. Furthermore, the excessive force resulted in the connector pin and cap to be pulled out of the connector assembly, which is consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.